Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button was unplugged and the cable was creased. The cause of the non-functional response buttons is the damaged cable. The root cause of the creased cable cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.